Event description:
Info received indicates the head articulation function is not working.

Manufacturer narrative:
The tech found the head up solenoid valve was broken. He replaced the valve to repair the bed.